Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's insulin pump received a pump error alarm. The blood glucose level was 199 mg/dl. The customer reported that their insulin pump was shut off. The troubleshooting was performed. Customer reported that they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. The customer was assisted with performing displacement test and the test was failed. The customer was advised that the insulin pump requires replacement and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast noted during testing, however noted in trace download analysis due to moisture damage. Device passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage.